Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Left l5 screw head broken off from screw shank. Original construct l3-5 with 6x45 expedium screws, 80 mm ti rods, set screws. Removed l5 screw, left screw broke and right showed lucency. Replaced with 8x45 expedium screws 179712845, new 80 rods 179771080, and six set screws 179702000. Patient is asking for depuy to analyze product for failure and contact surgeon with response as patient is seeking reimbursement for physical therapy and second surgery per surgeon. Patient would also like to discuss results with depuy.

Manufacturer narrative:
(B)(4). Two (2) expedium 5.5 ti 6x45mm top loading polyaxial screw [product code: 1797-12-645, lot no: atbd27] was returned to the complaints handling unit (chu) for evaluation. One expedium 5.5 ti 6x45mm top loading polyaxial screw had migrated. Visual evaluation found signs of usage, however, no indications of device failure. Tulip head threads as well as the tulip head swivel rotation on the shank axis sphere found no anomalies. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the polyaxial screw migrating cannot positively be determined. It is inconclusive as to when or how this occurred. However, it was identified in the event description, upon removal of the broken polyaxial screw that lucencies were identified on the l5 right side polyaxial screw. Moreover, visual examination of the returned migrated polyaxial screw found no anomalies that would contribute to the migration of the polyaxial screw.. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.